Manufacturer narrative:
A steris field service technician arrived onsite, inspected the sterilizer, and identified a pipe required repair. The technician repaired the pipe, tested the unit, and confirmed it to be operating according to specification. The unit was then turned over for use to the customer.

Event description:
The user facility reported their 49" evolution sterilizer was leaking water. No report of injury.